Manufacturer narrative:
Out of five (5) reported sternal zipfix, only two (2) were returned on april 6, 2020. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, five (5)sternal zipfix with needle were not fastening correctly. The sternal zipfix with needle come in a pack of twenty (20). The procedure outcome was not affected. Surgery was delayed for approximately five (5) minutes. The surgery was successfully completed. Patient status was unknown. This report involves one (1) sternal zipfix with needle sterile/20 pack. This is report 1 of 1 for (B)(4).

Event description:
04/30/2020: updated event description. It was reported that on an unknown date, two (2) sternal zipfix with needle were not fastening correctly. Surgery was delayed for about 2-5 minutes. The procedure outcome was not affected. Patient status was unknown. This complaint involves two (2) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot : part: 08.501.001.20s, lot: 5l45697, manufacturing site: bettlach (jabil), release to warehouse date: 29.october 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: background: it was reported that on an unknown date, five (5) sternal zipfix with needle were not fastening correctly. Surgery was delayed for about 2-5 minutes. The procedure outcome was not affected. Patient status was unknown. This complaint involves five (5) devices. Investigation flow: functional/ damage. Visual inspection: sternal zipfix with needle sterile/20 pack (quantity: 1 out of 20 pack) was received at us cq. Upon visual inspection at cq, it is observed that the zipfix was cut at proximal end near the locking part. There was a nicked spot showing an attempt of cut at one third of its length from distal end. The rest of the device shows no damage. Functional inspection: functional testing of the received zipfix was performed at cq. The locking part was sliding two ways on zip without locking at any point in both directions. Thus, the reported complaint will not tighten can be confirmed. The complaint can be replicated with the returned device. Dimensional inspection: dimensional inspection of the received device was performed at cq. No design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, functional inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the locking part was sliding two ways on zip without locking at any point in both directions. A definitive root cause cannot be determined for the reported failure. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) sternal zipfix with needle were not fastening correctly. The sternal zipfix with needle come in a pack of twenty (20). The procedure outcome was not affected. Surgery was delayed for approximately 2-5 minutes. The surgery was successfully completed. Patient status was unknown. This report involves one (1) sternal zipfix with needle sterile/20 pack. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on an unknown date, five (5) out of 20/pack sternal zipfix with needle were not fastening correctly. The procedure outcome was not affected. Surgery was delayed for approximately 2-5 minutes. The surgery was successfully completed. Patient status was unknown. During manufacturer's preliminary investigation of the returned devices, it was identified that one (1) sternal zipfix with needle/single pack was broken. This product condition was assessed and determined to be reportable on (B)(6) 2020. This report captures the five (5) out of 20/pack sternal zipfix with needle which were not fastening correctly. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.